Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device failed op-check: charge button, shock equipment malfunction. The device freezes during charge. There was no reported patient involvement.